Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2. Additional medical device type: jka additional common device name: intravascular administration set there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k030573 and k220212 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 17-nov-2023. H.6. Investigation summary: material #: 367342. Lot/batch #: 3069595. Bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for leakage due to damaged tubing was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage due to damaged tubing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the tubing portion of the device was cracked. The failure was noted during use. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the tubing portion of the device was cracked. The failure was noted during use. No health impact or consequence reported.